Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had issues with his inflatable penile prosthesis (ipp) accessory kit. Should additional information be received, a supplemental report will be submitted.